Manufacturer narrative:
There was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of connector c35-o lot 2406508 was conducted, and no deviation or non-conformance related to the alleged defect was found. Three retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced on the luer cone or luer thread. The results indicated that all samples complied with the specified criteria. To mitigate the risk of separation between the injector and connector, it is essential to adhere to the instructions for use (IFU) document. Additionally, it is advisable to utilize the infusion clamp m25-o to prevent disconnection between the injector and connector. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While administrating injection of trastuzumab, noted leaking from the connection site. Leaking from luer lock connection of phaseal optima connector end and the subcut needle. (Magellan hypodermic safety needle).